Event description:
Update was received that the patient was scheduled for surgery due to the device moving from chest to their shoulder. Due to the device movement, patient is experiencing swelling, pain in the shoulder area, and tingling down their left arm. No other relevant information has been received to date.

Event description:
It was reported that the patient was in urgent care this morning due to bleeding from her eye. It was suspected that the vns may be causing this since the patient notes a sensation/pressure behind her eye and ear with the stimulation. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term "eye bleeding" not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.